Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd¿ phlebotomy sharps collector, 1 qt with needle port there was no label or missing label information. This event occurred with 5 collectors. The following information was provided by the initial reporter. The customer stated: "there was no label on five products in a carton."

Manufacturer narrative:
H6: investigation summary: no photos or samples were received. Additional attempt to get more information was made, however, the customer confirmed that no additional information was available. According to the DHR review process, the result showed there were no issues reported as missing label during the manufacturing process of the lot number reported (1268908) under this customer complaint.

Event description:
It was reported when using the bd¿ phlebotomy sharps collector, 1 qt with needle port there was no label or missing label information. This event occurred with 5 collectors. The following information was provided by the initial reporter. The customer stated: "there was no label on five products in a carton."